Event description:
After implantation of zero-p, patient presented to the ER with difficulty swallowing. An x-ray revealed screw back out at c3. Surgeon removed hardware and revised to spaced and plate. This one of two reports for one event.

Manufacturer narrative:
Additional information has been requested. Synthis is unable to determine the expiration date and the date of manufacture without a lot number or the returned device. Implant date approximately five (5) months ago.